Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during cardiac arrest, the device displayed an "ECG disabled" message. Complainant indicated that the clinician power cycled the unit to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, stress testing and full functionality testing without duplicating any malfunction to the device. The mult-function receptacle was replaced as a precaution and the customer was sent a replacement multi-function cable. The device successfully passed the final test procedure, was recertified, and returned to the customer. The multi-function cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.